Event description:
It was reported to st. Jude medical that after interrogating the device during a routine f/u, inappropriate sensing was observed. Oversensing could be reproduced with isometrics. The decision was made to explant the entire system. During explant, a longitudinal insulation cut in the "df" portion of the lead directly proximal to the bifurcation was observed.